Manufacturer narrative:
(B)(4). Upon initial triage of the returned sample, it was found that the malfunction was not reportable; thus the initial MDR, submitted on 07/31/2020, was sent in error.

Manufacturer narrative:
(B)(4).

Event description:
During use, the distal catheter extension line twisted in/fold on itself. The device is still in the patient.